Event description:
It was reported that the unspecified bd intravascular administration set experienced leakage and device damage/deformation while still considered operable. The following information was provided by the initial reporter: I¿m reaching out because the investigation team has contacted me with a concern regarding the samples that were received at the investigation site. They are telling me that they received 5 total samples and that 2 of those samples were chemo-contaminated. However, this complaint report only captured one chemo incident.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/29/2020 h.6. Investigation: one sample was received for quality investigation. The customers complaint of tubing defective / damaged was verified by visual inspection. Upon investigation the infusion set tubing was cracked and broken below just below the tubing check valve. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause for the tubing defective / damaged could not be definitively identified, however, it is possible that the set was damaged during use or moving of the line due to the infusion set already attached to a normal saline IV bag. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd intravascular administration set experienced leakage and device damage/deformation while still considered operable. The following information was provided by the initial reporter: I¿m reaching out because the investigation team has contacted me with a concern regarding the samples that were received at the investigation site. They are telling me that they received 5 total samples and that 2 of those samples were chemo-contaminated. However, this complaint report only captured one chemo incident.